Event description:
It was reported to philips that the operational check would not print the device history. There was no reported patient involvement/adverse patient impact. This report was generated pursuant to quality plan (B)(4) - quality plan ¿ ecr als service record remediation.